Manufacturer narrative:
(B)(4). Tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to check cables and perform ground isolation test. Run the device for 24 to 48 hours. The customer followed the tse recommendations and he was unable to duplicate the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display and reset error code. The ventilator was not in use on a patient at the time the malfunction occurred.